Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 adverse event was erroneously selected on the initial manufacturer device report number 1220648-2025-28848. B2 should have been left blank on the initial manufacturer device report number 1220648-2025-28848. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28848. H6 codes 4445 and 4640 were was erroneously entered on the initial manufacturer device report number 1220648-2025-28848.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella cp for the support of a patient admitted with cardiac history and st-segment elevation myocardial infarction. While on support, there was intermittent suction alarms to which albumin was being given. Support was continued and the procedural outcome was the patient survived the surgery.